Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a cartridge. Reportedly, the cartridge was filled with approximately 200 units of insulin. The customer successfully added additional insulin to the existing cartridge, and completed the load process. The customer's blood glucose level was 297 mg/dl, which was addressed by delivering a correction bolus.